Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated and no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU), the results conformed to french recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The test results were not available. The air/water channel, balloon channel, and forceps elevator wire channel were flushed with sterile water. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with aniosyme synergy 5 detergent and an asept inmed brush. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally. The maintenance of the scope was performed by olympus. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. One (1) cfu of coagulase-negative staphylococci was detected in the channels and less than one cfu of a microorganism was detected in the distal end. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera ii ultrasound gastrovideoscope. All channels tested positive for greater than one hundred (100) colony forming units (cfus) of sphingomonas species (hankookensis/panni) and three (3) cfus of paracoccus yeei. The forceps channel tested positive for three (3) cfus of sphingomonas species (hankookensis/panni). There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.